Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 2nd complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported that 13 bd nano¿ 2nd gen pen needles were blocked while priming the tresiba pre-filled insulin pen. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "13 defective from current box. 6 defective from previous shipment. Usually has a few defective but numbers are increasing. Priming pen and needle is blocked. When changes needle, next needle works. Injecting tresiba pre-filled insulin pen."

Event description:
It was reported that 13 bd nano¿ 2nd gen pen needles were blocked while priming the tresiba pre-filled insulin pen. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "13 defective from current box. 6 defective from previous shipment. Usually has a few defective but numbers are increasing. Priming pen and needle is blocked. When changes needle, next needle works. Injecting tresiba pre-filled insulin pen."

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.